Manufacturer narrative:
Technical support instructed the account to isolate the intellidrive handles one at a time. The accounts biomed has not been able to duplicate the alleged problem with the bed moving backwards when the intellidrive handles were pushed forwards.

Event description:
The account alleged that when he pushes the intellidrive handles forward, the bed will run backwards.